Event description:
It was reported that the patient had soft tissue irritation, plate was removed.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding tissue irritation involving a trochanteric grip was reported. The event was not confirmed. Device history review: device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of the event could not be determined because there was insufficient information provided.

Event description:
It was reported that the patient had soft tissue irritation, plate was removed.